Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing pain after their implant procedure. Surgical intervention occurred on (B)(6) 2021 where the lead was explanted and replaced.